Event description:
Literature report of patient requiring escalating doses of intrathecal morphine. Five years after implant sudden exacerbation of back pain with increased numbness and tingling of lower extremities and weakness left leg. Surgical removal of large mass attached to the dura and explant of the morphine pump. Oral opiods with moderate to good control of pain and recovery of neurological defects. Anderson, susan r., orbegozo, maurico, racz, gabor, raj, p. Prithvi, "intrathecal granuloma in patient recieving high-dose intrathecal morphine therapy: a report of two cases" pain practice, volume 1, number 1 2001 61-67.